Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 560cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient experienced a non-healing wound of the left breast observed to be a faint bruise on the later aspect of the left breast areola. This area developed a small white center which progressed into a eschar covered ulceration and was noted during an in-office visit with a medical professional. Some serous drainage without odor was present with peri-wound skin erythema and wound pain. A debridement procedure was conducted to remove the problematic tissue of the left breast without breast implant removal. After the procedure, the left breast implant was exposed at the ulceration site; however, eschar was no longer present and the wound was deteriorating. Magnetic resonance imaging was conducted which identified a mass in the upper outer right breast and borderline left axillary adenopathy. There was no reported intervention of the right breast. This report is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: implant site hematoma, impaired healing, lymphadenopathy manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 23, 2024, mentor was notified that the explantation surgery occurred on (B)(6) 2024. At a later time, the patient was unilaterally replaced with a left-sided 490cc mentor memorygel xtra breast implant. Date of explantation: (B)(6) 2024 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).